Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the external pulse generator (epg) was connected to a pacemaker dependent patient it spontaneously shut down. It was noted that the issue could not be replicated when the epg was subsequently evaluated in the biomedical department of the facility. It was further reported that the atrial connector was broken. No patient complications have been reported as a result of this event.